Event description:
The complainant reported that a (B)(6) year old female pt was admitted to the hospital's cath lab. During an intravascular ultrasound, the pt's right coronary artery was dissected, and the wire access was lost, and unable to be re-crossed. The clinicians implanted an impella cp, and the pt was transferred to another facility for an emergent coronary artery bypass graft (CABG). The CABG procedure was performed with the impella cp in place. During the off-pump coronary artery bypass graft procedure (opcabg), significant oozing was seen emanating from the repositioning sheath, which resulted in a large hematoma at the impella cp insertion site. The pt was reported to be "extremely stable" throughout the procedure. The pt was weaned from the impella cp and the pump was explanted in the operating room. The pt remained stable. An open vessel repair at the impella insertion site was performed. During the repair it was noted that the vessel appeared to be slightly torn at insertion point. The clinicians reported that the repositioning sheath was visually examined, but they were unable to verify any rough edges. Neither the oscor sheath nor the catheter were able to be examined by the clinicians as they were discarded by the operating room personnel subsequent to the removal of the pump. No replacement blood products were required by the pt. The pt was transferred to the unit in stable condition and the impella support of the pt was reported as successful.

Manufacturer narrative:
The impella cp pump, repositioning sheath and oscor 14fr introducer were not returned for eval, as they were discarded subsequent to use. It is unclear if this reported issue resided with the impella cp, or if the issue occurred as a result of the CABG procedure that was performed. The MFR will continue to investigate all reasonably obtainable sources of info and will provide results and updated conclusions in a supplemental report if additional info is received. (B)(4).